Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Latch post, lockout. The analysis results found that the device was received with a j shaped inside a petri dish. When testing the device for functionality it was noted to be empty and locked out. This finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the device could be fired without any problem in the beginning, the doctor felt a difficulty like something caught in during the 9th firing and the jaw became not to be opened. Then, the device was fired without clamping the tissue three times and the jaw was opened. As the device became to function properly, the device was used as-is to complete the case. There were no adverse consequences for the patient.